Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens model and the back haptic tore. The lens was removed with no patient injury, no enlarged incision or sutures. This was the second lens used for this patient, the first lens also tore - see MFR report #: 2023826-2012-00831. A different model lens was implanted.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Device evaluated by manufacturer: no - lens not returned. Evaluation, method : work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off. There was evidence of dark surgical residue on the lens surface. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).